Event description:
The unknown aerosol compressor failed during first treatment.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.